Event description:
This is a report made by a nurse from (B) (6) involving an (B) (6) male patient who developed peritonitis. On (B) (6) 2008, the patient began treatment with dianeal n pd-2 1.5% 5000ml x 1 bag and dianeal n pd-2 2.5% 5000ml x 1 bag /day. He also used the clean flash (uv assist) device. On (B) (6) 2009, the patient's uv transfer set was changed routinely. On or around (B) (6) 2010, during a bag exchange using the clean flash device, a miss-spike occurred and the spike of his uv transfer set was cracked /broken. It was reported that the uv- flash solution transfer set spike was broken while connecting the transfer set to the yume set with the cleanflash device. It was indicated that error 154 88 32, 154 88 30, 154 88 28, and 154 88 27 occurred on the cleanflash device before setting anything up. Then, the patient replaced the transfer set and yume set, but an error 154 62 34 occurred. The patient performed uv irradiation and connection manually, but an error 154 88 36 occurred. Then, the patient opened the lid of the cleanflash, finding that the cap was almost separated from the spike of the transfer set .the cap was separated when the patient took the transfer set from the cleanflash. The actual sample is available for evaluation. On (B) (6) 2010, the patient was diagnosed with peritonitis exhibiting symptoms of peritonitis including cloudy peritoneal dialysis effluent. The patient was hospitalized and treated with antibiotics. The nurse indicated that the event was non-serious (but the patient was hospitalized due to the event). The event was not related to dianeal n and possibly related to the cracked/broken spike of uv transfer set. Follow-up information obtained from the nurse on (B) (6) 2010 indicated that as of (B) (6) 2010, the event was resolving and the patient's peritoneal dialysis therapy was ongoing.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample involved in the incident was received for evaluation with no cap on the spike and no cap on the patient connector (no titanium adapter was returned). The transfer set was visually inspected and it was noted that the tip of the spike was bent slightly inward and the body of the spike was bent backwards. No other visual defects were noted. The complaint was confirmed in the laboratory for bent.

Manufacturer narrative:
(B) (4). The device has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Event description:
The following additional information was received on (B)(6) 2010: baxter provided the physician with a photo of the uv transfer set that the patient used until the event occurred. Based on the photo, the physician judged that the spike of the uv transfer set was bent, but not cracked. The physician stated that the peritonitis was not related to baxter peritoneal dialysis products. On (B)(6) 2010, during a bag exchange using the clean flash, a miss-spike occurred and the spike of the patient's uv transfer set was bent. On (B)(6) 2010, the patient was diagnosed with peritonitis, exhibiting symptoms of peritonitis including cloudy peritoneal dialysis effluent. The patient was hospitalized and treated with antibiotics. On an unreported date, the patient's peritoneal effluent culture was performed, but a micro-organism was not identified. On an unreported date, the patient recovered from the peritonitis and was discharged from the hospital. The patient's peritoneal dialysis therapy is ongoing.